Event description:
A (B)(6) distributor returned a monitor indicating that the pt could not press the response buttons to activate the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the response button switches were defective. The cause for the inability to activate the device is the defective response button switches. The root cause for the defective response button switches cannot be positively identified. No adverse event resulted form the defective response button connector. The pt received a replacement monitor.